Manufacturer narrative:
The initial MDR was filed on 20-oct-2017. Corrected information (26-dec-2017): the initial MDR has incorrect manufacturing site address.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The customer's quality control (qc) was within range on the day the event occurred. The cse replaced the sample probe z motor. The cse replaced reagent probe rinse and waste pump and associated tubing. The cse inspected the valves, primed the peristaltic pump and ensured the test operation was working. The cse ran precision using several quality controls (qc) materials and patient samples, after which a coefficient of variation (cv) of less than 5% was obtained. The cse reran qc and patient samples, resulting acceptable. Then the cse reran precision with patient sample pool, resulting within range and less than 5% cv. A siemens headquarters support center (hsc) specialist reviewed the data and was not able to determine the cause for the event. The cause of the discordant, falsely elevated total hcg patient result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated total human chorionic gonadotropin (total hcg) result was obtained on a patient sample on an advia centaur cp instrument. The initial result was not reported to the physician(s). The sample was repeated four times on the same instrument, and all replicate results matched. The repeated results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated total hcg result.